Manufacturer narrative:
Results: DHR review for batch 7170620 (p/n 301027): manufacturing dates: 06/22/2017 ¿ 06/23/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7170620 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: ten loose 5ml syringes were received by bd (B)(4) and reported to be from batch # 7170620 (p/n 301027). The samples were visually evaluated. Each of the ten syringes had print issues on the syringe barrel between the 1ml grad line and the barrel collar. 5 of the samples had missing print, with more than 50% of at least one item missing. 5 of the samples had ink smears around the 0ml grad line. All of the observed print defects were considered rejectable. The print issues observed appeared to be due to an interruption in ink flow. However, root cause for the interruption could not be determined. Based on the sample evaluation: ¿ confirmed: bd (B)(4) was able to confirm the customer's indicated failure. Conclusion: the print issues observed appeared to be due to an interruption in ink flow. However, root cause for the interruption could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings on a bd plastic non-sterile luer-lok¿ tip syringe were illegible. This was noticed before use and there was no report of injury or medical interventions.